Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital due to presyncope and the lead exhibited intermittent loss of capture. The lead was explanted. No additional information was available.